Event description:
It was reported that during transport while on patient, the cardiosave intra-aortic balloon pump (iabp) fiber optic alarm, continued to pump off of ECG with no issue.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. Went onsite and performed fiber optic tests, tests passed. Fse inspected logs and found fos continuous bit failed alarms. This alarm points to the fiber optic sensor on the disposable balloon. Tested fiber optics multiple times, could not duplicate any alarms. Took off cover and inspected fiber optic connectors. Performed functional and safety tests, machine passes all tests. Returned to the customer for clinical use. While inspecting machine, fse found cable tie, 5/16 nylon p-clip 0125-00-0028 to be cracked and starting to break, this holds the coiled cable securely to the machine. Fse returned the following day to replace the clip.

Event description:
N/a.